Manufacturer narrative:
As received, a partial lead was returned in six pieces for analysis. Unable to measure the s curve due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. All the damage found is consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-18448, related manufacturer reference number: 2017865-2021-18451. It was reported that the patient presented to the emergency room with inappropriate shock delivered by the right ventricular lead. Phrenic nerve stimulation was observed to be exhibited by the left ventricular lead, and intermittent capture was exhibited by the right atrial lead. Chest x-ray confirmed that the right ventricular, right atrial, and left ventricular leads were dislodged. All three leads were explanted and replaced. There were no further patient consequences.